Manufacturer narrative:
Correction report needed to update the record as a serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Interrogation showed an inappropriate shock was delivered by the patient's implantable cardioverter defibrillator (ICD) due to an incorrect interpretation of the signal. Programming changes were made to the ICD. The patient was stable throughout.

Event description:
Additional information received indicated that the patient received additional inappropriate shocks from their implantable cardioverter defibrillator. Programming changes were made. The patient was stable throughout.